Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of atrial fibrillation and noise resulting in an inappropriate shock. Review of the device data also noted two untreated episodes were stored. Device data was sent to technical services (ts) for review. Ts discussed possible causes, further troublehsooting steps and programming options. This device was check in clinic. The previously reported noise was unable to be reproduced. The device was then reprogrammed to the secondary vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. However; there was no conclusive evidence of a specific cause. Please see the "b5" field for more information regarding the specific circumstances of this event.